Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
The patient was admitted to the hospital on (B)(6) 2015. An MRI (magnetic resonance imaging) procedure was planned because they were not sure if something was wrong with the patient¿s implanted catheter. For the past month, the patient has not been able to feel anything from the waist down and has lost control of her bladder. Per the healthcare provider the patient was admitted to the hospital with neurological symptoms described as numbness throughout her body and that was the reason for the MRI. The pump was used to deliver baclofen, fentanyl, clonidine and dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.